Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. Reviews of complaint history, device history records, manufacturing instructions, instructions for use (IFU), and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided and no product returned, investigation has concluded that there are not enough details to allow a determination of the failure mode of the device. The most common failure mode for the ntse device is for the basket to fail to open/close properly, therefore it was assumed this was the failure mode for this complaint. The cause for the failure of the basket could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. Per the quality engineering risk assessment no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: technical/regulatory affairs manager. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureterolithotripsy using a ncircle tipless stone extractor, "the basket failed". It is unknown how the procedure was completed. According to the initial reporter, the patient did not experience any adverse effects and did not require any additional procedures as a result of this occurrence.